Event description:
Sudden onset pt became unresponsive, diophoretic and felt strange before unresponsive. Dose or amount: l 1500, h 1000, frequency: every dialysis run, route: IV. Diagnosis or reason for use: crd.